Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7145335. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141326 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing persistent pain after implant procedure. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.